Event description:
The customer reported shunt failure. As a result, the device was replaced.

Manufacturer narrative:
Please be advised that we do not use therapy dates, as a result today's date was used. Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation, the valve was visually inspected and a needle hole in the needle chamber was noted. An occlusion within the valve was also noted. No occlusions were noted in the siphon guard or catheters. Further examination of the valve revealed the presence of biological debris within the device. This biological debris caused the returned valve to fail the programming and pressure tests and it appears to have caused the difficulty encountered by the customer. Review of the device history record confirmed the valve met specification requirements when released to stock. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.